Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2005 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level and wear involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "the patient had an accolade tmzf stem and v40cocr head implanted (B)(6) 2005. He had a fall prior to (B)(6) 2018 and was noted to have catastrophic failure of the trunnion. This led to a revision hip arthroplasty. A new modular stem was placed with a ceramic head and new liner (stated as a trilogy?). There was metallosis within the capsule. Other than stating that the surgery was for a fracture of the trunnion, no description of the implant was giving in the operative report or the pathology report. No preoperative records postoperative or radiographs were provided for review. Event confirmation: a revision surgery for a ¿fracture¿ of the trunnion can be confirmed. The etiology of the fracture was stated to be a fall, but this cannot be confirmed. No description of a fractured implant was provided. Excessive metal levels or injury as a result cannot be confirmed. Root cause: the root cause of the revision surgery was stated to be a fracture of the trunnion. The etiology of the fracture cannot be stated. Increased metal levels were not established thus no root cause can be attributed." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to elevated metal ion levels and trunnionosis. A review of the provided medical records by a clinical consultant indicated: "the patient had an accolade tmzf stem and v40cocr head implanted (B)(6) 2005. He had a fall prior to (B)(6) 2018 and was noted to have catastrophic failure of the trunnion. This led to a revision hip arthroplasty. A new modular stem was placed with a ceramic head and new liner (stated as a trilogy?). There was metallosis within the capsule. Other than stating that the surgery was for a fracture of the trunnion, no description of the implant was giving in the operative report or the pathology report. No preoperative records postoperative or radiographs were provided for review. Event confirmation: a revision surgery for a ¿fracture¿ of the trunnion can be confirmed. The etiology of the fracture was stated to be a fall, but this cannot be confirmed. No description of a fractured implant was provided. Excessive metal levels or injury as a result cannot be confirmed. Root cause: the root cause of the revision surgery was stated to be a fracture of the trunnion. The etiology of the fracture cannot be stated. Increased metal levels were not established thus no root cause can be attributed." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2005 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.